Event description:
It was reported a defective button with sinking. However, it does not affect the operation of the equipment or generate risk to the patient. No back up device was available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.